Manufacturer narrative:
Concomitant product : 5076-52 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had oversensed t waves on two dates. Various programming options were discussed to correct oversensing, the heart failure management report showed possible medication causes, and since the t wave oversensing was transient and not occurring in-office at the time, further trouble-shooting will be done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.